Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) results within the risk stratification range generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing of the original samples produced accu tni results in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The samples are serum collected in sst tubes and centrifuged at 2,000 rpm for 5 minutes. Based on available information, the customer was not allowing the sample to clot for the recommended 30 minutes prior to centrifugation. A bci product specialist was in the customer's lab and recommended the centrifuge be adjusted to 3,000 rpm for 6 minutes. The product specialist also discussed the recommended sample handling instructions with the blood drawing staff. Service was not dispatched for this event. Although sample handling issues were addressed, root cause is unknown for this event.